Event description:
The account alleged that the head hi/low function is drifting down.

Manufacturer narrative:
The account found the emergency trend lever was out of adjustment. The account adjusted the trend lever to repair the bed.